Event description:
The customer called and reported receiving a motor error alarm while changing out the reservoir. Customer was able to clear the alarm and rewind the device properly. It was advised to monitor the issue.

Manufacturer narrative:
A motor error alarm during rewind due to motor encoder signal out of phase. The insulin pump was received with minor scratches on the lcd window, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip.